Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The rf (radio frequency) head has visible damage; upper case is taped to lower case and interrogate and program buttons are pushed into device. Both upper and lower cases are damaged. Out of specification on program, program and interrogate, and electromagnetic-field immunity functional tests. Rf head did interrogate during evaluation however interrogate button functioned intermittently. Program button did not function during evaluation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the programmer head does not interrogate. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.